Event description:
As reported by the user facility: c/o "on (B) (6) 2009 after tubing primed with neosynephrine for first time, nurse threaded IV tubing into the horizon nxt pump and pump stated "error". Pt was needing medication for critical low heart rate. This happened 3 times after trying new IV tubing every time and threading into pump. The 4th time, the primed IV tubing was able to infuse medication and was able to bring patients heart rate up. At that time, end of tubing issue. Pt continued to decline in health overnight and died in the am on (B) (6) 2009. The IV tubing was not hooked up to (B) (6) pt at the time of death".

Manufacturer narrative:
The actual device has not yet been received for eval. Without the actual sample a through eval could not be performed. No specific conclusions can be drawn. This reported incident is currently under investigation. A follow-up report will be filed when further info becomes available.